Event description:
It was reported that an unspecified cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.